Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 209 mg/dl. During troubleshooting with tandem technical support (cts), it was identified that the customer wore the pump against the skin. Cts advised the customer to avoid abrupt temperature changes with the pump. A new cartridge was loaded and the pump performed as intended.